Event description:
After 16 months of implantation, this ICD was electively explanted as a result of the ela medical initiated "field action" regarding possible premature battery depletion concerning a limited number of alto ICD"s.this ICD was explanted in 2005.